Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery using a proglide device after a heart catheterization interventional procedure. Reportedly, using a 6fr sheath when the plunger was withdrawn from the proglide body, the suture came out with the plunger. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reported to be proficient in the use of the proglide device. No clinically significant delay in the interventional procedure was reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found undisturbed posterior cuff tabs and needle tip. This is indicative of the posterior cuff miss as these two components do not engage during the needle deployment. The posterior cuff miss during needle deployment would result in a failure to retrieve the suture and form the knot when retracting the needle plunger. There would be no suture knot to advance to the arterial surface to close the vessel as intended. Potential contributing factors for the posterior cuff miss during needle deployment include, but are not limited to, manufacturing deficiencies, anatomical conditions or deployment technique. The needle trajectory of every device is checked twice during manufacturing. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no reported challenging anatomical conditions. There was no information reported or definitive evidence in the evaluation of the device that suggested incorrect technique. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during the needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiencies were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. A query of the complaint-handling database for this lot was performed and there does not appear to be any indication of a lot specific product quality deficiency. The probable cause for the detected posterior cuff miss was determined to be related to the operational context during use of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report clarification was received: reportedly, using a 6fr sheath, when the plunger was withdrawn from the proglide device, no suture was present. A second proglide device was used to achieve hemostasis.